Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As it is known that vasospasm can be induced by mechanical stimulus caused by usage of any type of interventional devices, it was unable to rule out potentiality that use of fubuki might have caused or contributed to the reported vasospasms. It was concluded that these cases were not attributed to product quality but the nature of intervention. No CAPA will be taken. Instructions for use (IFU) states: [malfunctions and adverse effects] ~ vasospasm.

Event description:
It was reported through literature that asahi fubuki guide catheter might have caused or contributed to mechanically induced vasospasm that required medication (6 of 59 cases). Publication: neurol med chir (tokyo) 60, december, 2020. Title: mechanically induced vasospasm and postoperative cerebral infarction after coil embolization of unruptured cerebral aneurysms in anterior circulation. Excerpt is as follows: we retrospectively reviewed 199 consecutive cases of cerebral aneurysm treated in our institute between january 2017 and february 2020. We performed postoperative magnet resonance imaging (MRI) 12-24 hours after the procedure. In all, 26 cases with ruptured aneurysms, 39 cases with unruptured aneurysms in the posterior circulation, 27 cases with aneurysm in the anterior circulation treated with flow diverters, 2 cases in the anterior circulation treated with parent artery occlusion, 1 case in the anterior circulation treated with stent deployment alone, and 1 case with no postoperative MRI were excluded. Bilateral procedures were performed in two patients, and data were collected for each procedure on each side. Finally, we analyzed 103 cases of unruptured cerebral aneurysm in the anterior circulation treated with coil embolization. When treating unruptured cerebral aneurysm in the anterior circulation, we prefer to use a 6-fr guiding sheath (fubuki 90cm st; asahi intecc, tokyo, japan) and a 6-fr intermediate catheter (cerulean dd6 plus 118cm; medikit, tokyo, japan). A relatively rigid 4-fr inner coaxial catheter had been used to navigate the intermediate catheter until may 2018, but we have been using a 4.2-fr softer inner catheter since june 2018 (fubuki 130cm; asahi intecc). If we need to guide the intermediate catheter more distally, a 5-fr intermediate catheter (cerulean g 127cm; medikit) is used instead. When multiple microcatheters are unnecessary, a 6-fr guiding catheter (fubuki 90cm an; asahi intecc) is used. Procedural data were checked for the following parameters: procedure duration (interval from entry of the guiding catheter into the common carotid artery until pull-out), devices used in the procedure, location of the guiding catheter, caliber ratio (figs. 1b and 1c), and vessel tortuosity. As an indicator of vessel tortuosity, we checked the number of the internal carotid artery (ica) curves >=30° (only those involved in the tract being used for the guiding system) and whether the maximum ica angle exceeded 70° or 90°. The 103 cases had a median age of 61 years (interquartile range: 55-70 years) and 74.8% were women. We used the combination of a 6-fr guiding sheath and a 6-fr intermediate catheter in 88 cases (85.4%). Mvs of any severity was identified in 59 cases (57.3%), with significant mvs in 21 cases (20.3%), and intra-arterial administration of nicardipine in six cases (5.8%). Post- operative dhs (>=3) was observed in 30 cases (29.1%). A 79-year-old woman with left-sided internal carotid-posterior communicating aneurysm was treated with balloon-assisted coil embolization (fig. 2a-2d). During navigation of the guiding system, the 6-fr intermediate catheter became stuck in a prepetrous portion. Test injection of contrast medium from the catheter showed flow stagnation at the catheter tip, and we had to withdraw the intermediate catheter (fig. 2a). We also administered diluted nicardipine intra-arterially to resolve the vasospasm. Coil embolization was completed without any intra- operative events (preoperative image, fig. 2b; postoperative image, fig. 2c). Postoperative MRI performed approximately 24 h after the procedure revealed 7 dhs in the left hemisphere.